Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced angina and restenosis. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 70% stenosed, 3.0mm in diameter and 20mm long. The lesion was treated with direct stent placement using a 3.0x28mm taxus liberte stent. Residual stenosis was 0%. Two days later, the patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient experienced unstable angina and was hospitalized. Coronary angiogram revealed 70% proximal edge stenosis of the study stent in the mid lad. The proximal edge stenosis of the study stent was treated with balloon angioplasty and placement of a drug eluting stent. Residual stenosis was 0%. Two day later, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the patient was treated with the placement of a 3.5x32mm taxus stent that was slightly overlapping the proximal portion of the previously placed study stent. Residual stenosis was 0%. The event was considered resolved without residual effects 1 day later.

Manufacturer narrative:
(B)(4).